Event description:
It was reported that during a lobectomy procedure, the staple line leaked during leak test. The procedure was completed with adhesive. There were no adverse consequences to the patient.